Event description:
Related manufacturer reference number: 2017865-2023-93758. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, the lp was fixated to the target location with good electrical values. Upon going into tether mode, the lp prematurely separated from the delivery catheter and dislodged from the tissue. The lp migrated to the tricuspid valve region. The lp was successfully retrieved and replaced. The patient was stable.